Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 2.0 mg/ml dilaudid at 0.1806 mg/day via an implantable pump for non-malignant pain. It was reported that upon examination on (B)(6) 2012, some skin erythema surrounding the pump incision was observed. It was further reported that it was unlikely related to the device or therapy and possibly related to the implant procedure. It was noted that it appeared to be an allergic reaction and bactrim ds and hydrocortisone cream was applied. On (B)(6) 2012, it was noted that towards the medial side of the incision, there was some erythema, induration, and tenderness. Bactrim ds was discontinued and clindamycin was initiated. On (B)(6) 2012, erythema was noted to on the most lateral aspect of the wound on the pump site. It appeared modest, but it was difficult to tell if deeper infection was developing. On (b)(6 2012, it was further noted that the abdominal area over the pump site revealed erythema, with the appearance of spread laterally. No dehiscence or drainage from the wound was noted. Clindamycin was discontinued and levaquin was initiated as well. The patient was referred to an infectious disease specialist on (B)(6) 2012. On (B)(6) 2012, the patient had reported no tenderness to palpation and continued redness, however it was lighter in color. Further, the area of erythema was undefined while the lateral end of the incision displayed abdominal wall cellulitis with undefined margins. A fungal infection was suspected and lamisil cream was begun to be administered twice a day. On (B)(6) 2012, the patient reported the rash was a little better, with a slight improvement in erythema. However the abdominal wall cellulitis remained. Lamisil cream administration was continued and the patient's pump was refilled with medication. On (B)(6) 2014, the patient's abdomen was normal, their skin was unremarkable, and the issue was considered to be resolved without sequelae. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the exact cause of the infection was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported abdominal wall cellulitis at the pump pocket site.